Event description:
(B)(4). Same case as MDR ID #2134265-2012-01275. It was reported that post stent treatment procedure, the patient experienced anemia. In (B)(6) 2010, due to acute coronary syndrome of angina, the patient underwent the index procedure with deployment of two des stents placed on the mid left anterior descending artery. Post procedural residual stenosis was 0% with timi iii flow in the treated lesions. On an unknown date, the patient began aspirin 325mg. The patient received a peri-procedural loading dose of clopidogrel 600mg. The following day, the patient began clopidogrel 75mg dosing and was discharged from index hospitalization. In (B)(6) 2012, the patient was admitted to the hospital with "profound" anemia.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).